Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced redundant power tray to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The redundant power tray was analyzed and in artemis, error 86 was found indicating that the fault occurred in the field. Visual inspection, no issues were found related to the reported event. The power tray was installed in the golden system where it functioned as expected. The unit was installed in the golden system, the board voltage was checked and everything operating within range and programed successfully. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that no root cause could be attributed to the reported issue.

Event description:
It was reported that the customer called the technical support to report and requested assistance regarding a non-recoverable fault 86 that appeared on the system prior to starting a robotic low anterior resection, before ports were inserted and before the system was draped. The technical support engineer (tse) performed a log analysis and confirmed the customer¿s symptom with the non-recoverable fault 86, which points to a problem in the analog-to-digital converter inside the core of the vsc (ipd). The tse performed a guided hard reset with the customer to verify how the ipd would behave after a complete power cycle; however, after this process, the system came up with the same fault, leading to the conclusion that the ipd could be damaged. Tse explained to the customer that a site visit would be required and that this issue could not be solved remotely. The surgeon decided to proceed without the robot.